Event description:
Received info stating that due to a ventilator malfunction patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb and backlight inverter pcbs. The ventilator passed all testing.